Event description:
It was reported that when attempting to open three packages, each containing a medical device; the plastic crumbled and fell apart. There was no adverse consequences reported.

Manufacturer narrative:
Based on info provided by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.